Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Oversensing of noise was also observed on the shock channel. The system was tested with a synchronous 21 joule shock which was delivered successfully. No out of range measurements were observed during the test shock and no changes were made to the system. The rv lead remains in service and there were no additional adverse patient effects reported.